Event description:
It was reported that, pt was lacking rom in the knee. Doctor put in a new patella, changed to a smaller femur and put in a thinner poly insert.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.